Manufacturer narrative:
The insulin pump passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Possible under delivery anomaly not confirmed. No delivery alarm/occlusion during therapy not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer not getting the insulin. The customer¿s blood glucose was unknown at the time of incident. The customer state that insulin flow block. The customer decline troubleshooting on the insulin pump. The insulin pump will be returned for analysis.